Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro co2 connector valve on btt port was not allowing co2 to flow correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The btt silicon balloon was observed to have a small tear on the underside of the balloon. To test the patency of the co2 insufflation port, a 30cc syringe was attached to its tip with a one way valve. The end of the body which has the balloon was immersed under water while air was pushed through the syringe and a finger covering the tiny hole on the cannula seal. Bubbles were observed on the water which indicates that air or co2 insufflation is proper. An inflation test was conducted, however due to the tear, the balloon would not hold inflation. Based on the return condition of the device, the reported failure "improper flow or infusion" was not confirmed, but was confirmed for the analyzed failure "material split, cut or torn; balloon". The DHR and shop floor paperwork has been reviewed. The vendor certifies that this device lot conforms to all the applicable product specifications. There were no non-conformities observed in the device lot.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro co2 connector valve on btt port was not allowing co2 to flow correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.